Event description:
It was reported the device was replaced due to no pacing spikes or capture and inability to establish telemetry. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed the reported no output and no telemetry conditions. Further testing revealed these were due to lifted battery hybrid bond wires. It was reported the device was replaced due to no pacing spikes or capture and inability to establish telemetry. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure device was out of specification in a manner that relates to event capture, failure to interrogate, difficult to output, none.